Event description:
During a laparoscopic adrenalectomy procedure, the instrument malfunctioned a little time into the procedure. Checked instrument. Retorqued, but continuous tone heard and instrument ceased to function. There was no pt consequence.